Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided. Root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
It was reported on 09-may-2016 by a nurse that a patient had redness, pus and developed stoma site pain. The patient was seen by a gastroenterologist who felt the stoma site looked okay; however, the patient was prescribed an antibiotic bactrim, to take for a couple weeks. The device was still in the patient. No additional information reported.